Manufacturer narrative:
H10: the device was returned without any visual damage or anomalies and met pressure leak expectations outlined in the product performance specification. The complaint of leakage was unable to be confirmed. No device history review (DHR) was conducted because no lot number(s) was identified.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a spiros device leaked an unknown chemotherapy medication. There was no reported patient involvement. No additional information is known at this time.